Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a search for similar complaints, a review of tracking and trending data, and a review of product labeling. The field service representative (fsr) inspected the cuvettes for cracks/damage (no damage found) and observed dried particles on top of the cuvette segments. The fsr manually cleaned the cuvettes, replaced the cuvette dry tip and replaced the peristaltic pump head tubing. The fsr performed a 50 sample precision run, with no elevated results. No additional discrepant results have been reported since the instrument was serviced. The tubing, peristaltic head (rohs) (part number 7-35009685-02), and cuvette drying tip (part number 09d51-02), were determined to be the likely cause for the issue. The instrument service history did not identify any additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No adverse trends or systemic issues were identified. No non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated magnesium result when processing on the architect c4000. The initial result was 6.5 mg/dl and retest results were 2.1 and 2.1 mg/dl. No impact to patient management was reported. The patient uses a normal range of 1.6-2.6 mg/dl. No impact to patient management was reported.